Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that he has been experiencing high and low blood glucose during the night. Customer's current blood glucose was 456 mg/dl. The customer requested assistance with changing the basal rate settings. The customer stated that he had not spoken to the doctor about changing the settings and wanted to change then as per his spouse's suggestion. Customer was advised to contact the doctor for advice before changing the current settings.